Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. D4: batch # a9ct6v. Investigation summary: the product was returned to ethicon endo-surgery (cincinnati) for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one psee60a device was received in the rdl materials lab with reports of foreign material in the packaging. The device was inspected, and spot was photographed. The material was analyzed using fourier transform infrared spectrometer (ftir), which can identify the composition of a polymer by passing an infrared beam into the material and measuring the wavelength of the light absorbed by the material. An additional sample of the spot was removed and with carbon tape so that it could be analyzed using the scanning electron microscope with energy dispersive x-ray spectrometer (sem/eds) which identifies elements in a sample. The spot on the psee60a shroud was identified as flux (spectrum 1). Flux is typically used when making electrical connection using solder. The elements found in the eds analysis (zn, sn, al) (spectra 2-4) are consistent with a flux material. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect has been correlated to a manufacturing process. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device lot number a9ct6v, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, x94g1l, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a laparoscopic sigmoidectomy, brown dirt was found on the device before the sterilized package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.